Event description:
It was reported that the procedure was to treat a 100% stenosed, de novo lesion in the mid-left anterior descending (mlad) artery. A 2.75x28mm xience alpine drug eluting stent (des) was implanted at the target lesion, after which a distal end dissection occurred. A 2.75x15mm alpine des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.